Manufacturer narrative:
The customer returned both meter and test strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.8 inr; qc 2: 2.7 inr; qc 3: 2.7 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. The result of 1.7 inr alleged by the customer was not observed in the meter¿s patient result memory.

Manufacturer narrative:
The test strips were requested for an investigation, however, the test strips were not available for return. Replacement product was sent. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Initial reporter occupation: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient with a coaguchek xs meter serial number (B)(4) compared to an unknown hospital methodology. The patient's meter result was 1.7 inr. Within two hours, the patient's hospital result by venous collection was 2.2 inr. The patient¿s therapeutic range was 2.5- 3.5 inr.